Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure there was a belt slip issue. The back-up console was used in place of the primary console. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the user facility had already removed the belt when he arrived for testing. He replaced the roller pump. During laboratory analysis, the product surveillance technician (pst) observed the pump to arrive disassembled with parts missing. He was able to duplicate the reported complaint and found the belt to be worn, causing the belt slip errors. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.